Event description:
It was reported that the customer received an altitude alarm during the fill tubing stage. The customer was ultimately able to reload the cartridge onto the pump and resume insulin delivery. Customer's blood glucose level was impacted (elevated); however, customer delivered a correction bolus.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.